Event description:
Info received on 4/1/97 indicates the device was removed from the pt on 3/25/97 due to difficulty pumping device. Another device was implanted.

Manufacturer narrative:
Cylinders performed within specifications.